Manufacturer narrative:
H10. A lot number was provided, and a lot history review was performed. For the reported event, the cq7588 pta balloon dilatation catheter and a photo were returned to the manufacturer for evaluation. The investigation confirmed retraction issue and break; however, material rupture was not identified. The investigation was not able to determine a root cause. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the events indicated that model cq7588 pta balloon dilatation catheter experienced material rupture, a retraction problem, and a break. This report was received from one source. The device was used in the patient. Patient age, weight, and gender were not provided. There was no reported patient injury.

Manufacturer narrative:
For the reported event, the cq7588 pta balloon dilatation catheter was returned to the manufacturer for evaluation. The investigation identified both product problems. The investigation was not able to determine a root cause. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the events indicated that model cq7588 pta balloon dilatation catheter experienced material rupture and a retraction problem. This report was received from one source. The device was used in the patient. There was no reported patient injury.